Event description:
Device malfunction: suture break. Time of device malfunction: during suture placement. Symptoms/ae: none. It was reported that a physician trained in the use of the prostar xl device attempted a perclose suture placement technique in the femoral artery prior to an interventional procedure. Reportedly, a suture break occurred during the perclose suture placement technique. During harvesting of the four needles, it was noted that the green suture had broken into two pieces; however, the white suture remained intact. A second prostar xl was used successfully in the perclose suture placement technique. After the successful valve replacement the arteriotomy closure was achieved with the pre-placed two white sutures and one green suture. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received